Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that unit will not come on, the device alarms and led flashes. No patient involvement reported.

Manufacturer narrative:
Date of report: 09/21/2018. Date of manufacturer: 05/18/2018. Follow up attempts were made to obtain repair information from the customer with no response received from the customer. If information is received, the complaint will be updated.